Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that several buttons on the insulin pump were not working. The customer¿s blood glucose level was unknown. The customer reported that the up, down, enter and back buttons were not responding. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. The customer reported that the frequency of the issue was everytime. Troubleshooting was performed and they stated that the buttons were not responding. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed self test and displacement test.